Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify what is meant by ¿staples malformed¿. Please describe the shape. Was it in b formation? Was buttressing used? How were the malformed staples addressed? Was there an intervention done on the distal 1/3 of the malformed staples? Was the malformed staple line viewed on the remnant or the remaining pancreas? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished#: ec3d60l, with lot/batch#: a9944h, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal pancreatomy procedure, the surgeon fired the stapler across the pancreatic tissue. During an inspection of the staple line, the surgeon was impressed by the quality of the stapler on the remaining organ. After the inspection of the staple line on the specimen being removed, the surgeon noticed that the distal 1/3 of the staples were malformed. There was no patient consequence nor surgical delay reported. No additional information provided.